Event description:
A report was received that the patient was experiencing sharp feeling at the lead site and inadequate stimulation. X-ray taken showed that the contacts were dislodged from the paddles lead. A paddle lead revision was recommended to the patient, however the patient will not take any action at this time.

Event description:
A report was received that the patient was experiencing sharp feeling at the lead site and inadequate stimulation. X-ray taken showed that the contacts were dislodged from the paddles lead. A paddle lead revision was recommended to the patient, however the patient will not take any action at this time.

Manufacturer narrative:
Additional information was received that the patient had the ipg and lead explanted. The patient is reportedly doing well following the procedure. The visual inspection revealed that the lead bodies were separated from the paddle end. All electrodes were dislodged from the paddle but only 3 electrodes were returned. The paddle was split in half and it appears that excessive tensile force was exerted onto the lead bodies pulling the cables that are connected to the electrodes. The root cause of the damage is unknown. Additionally, visual inspection revealed that the lead was cleanly cut approximately 5 cm from the proximal end. The cut damage to the device is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional information was received that the physician removed individualy each electrode and nothing was left in the patient's body.

Event description:
A report was received that the patient was experiencing sharp feeling at the lead site and inadequate stimulation. X-ray taken showed that the contacts were dislodged from the paddles lead. A paddle lead revision was recommended to the patient, however the patient will not take any action at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.